Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor displayed code 203. The cause of the code 203 is an internal pulse test failure. However, once the code was cleared, detect and treat testing was performed successfully. The cause of the internal pulse test failure is contamination on the j1002 and j1003 connector pins. The root cause of the contamination was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.